Manufacturer narrative:
The patient¿s meter has been returned on 2/26/2015 and evaluated by lifescan product analysis on 3/2/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultralink meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2015 at 10:00pm. The patient reported obtaining a blood glucose readings of ¿360, 328, 289, 256, 248, 314, 262 and 268 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan¿s criteria for precision. The patient manages her diabetes with insulin pump therapy and claimed she administered a dose of insulin at 10:00pm based on the high blood glucose readings obtained. The patient reported developing symptoms of ¿shaking, sweating and low blood sugar¿ 4 hours after the alleged inaccuracy issue began. At the onset of her symptoms, the patient claimed she performed a blood glucose test with the subject meter and obtained a result of ¿50 mg/dl¿. The patient reported treating drinking a sugared drink as treatment. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the same approved sample site was used for testing. Replacement meter was sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after the alleged product issue began.